Event description:
It was reported that the patient experienced a lesion on their urethra from their artificial urinary sphincter. The lesion was diagnosed via cystoscopy. The system was removed. A 5.5 cm cuff, pump, and 61-70 cm h2o balloon were implanted at a later date. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.